Event description:
It was reported that the bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) experienced defective/damaged tubing which was noted during use. The following information was provided by the initial reporter: during catheter placement, the tubing was torn at the wing junction.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples provided. Bd received two nexiva 22ga catheter-adapter extension set assemblies. Through the visual/microscopic evaluation of unit #1, the vent plug was received disconnected from the y-port. Damage in the form of tears were observed at the area where the extension tubing bonds to the y-adapter. There were signs of stress (stretch, rough edges) which could be seen at the damaged area. Unit #2 was received with the extension set detached from the y-adapter. There were signs of stress (stretching, jagged) observed on both edges of the extension tubing at the separation area. A definite failure that caused the separation on the adapter/tubing could not be established. The separation does not show any signs of physical or mechanical evidence confirming or supporting manufacturing related issues for the reported defect. Jagged edges indicate that the tubing was torn or pulled away from the adapter perhaps through manipulation by the patient and/or clinician. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) experienced defective/damaged tubing which was noted during use. The following information was provided by the initial reporter: during catheter placement, the tubing was torn at the wing junction.